Event description:
It was reported that the pump shut off. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer's blood glucose level was not impacted.